Event description:
The event involves a patient who underwent gastric bypass surgery. During the surgery, the surgeon asked to use the circular stapler. The components were set up following the prompts. The digital loading unit was attached but it was not recognized even after three attempts. The surgeon decided not to use the device and a different circular stapler was used instead.